Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Pt contacted dexcom tech support on (B)(6) 2010 to report that she experienced an error message for approx 5 hours following sensor insertion. When pt removed the failed sensor, she reported that a portion of the sensor wire was retained in her skin. Pt was able to remove the retained distal fragment with tweezers.